Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, cause was unknown. Reportedly, the customer gave themselves a correction bolus and set a temp rate to address the high bgs. In addition, it was reported that the pump battery depletes faster than expected and that the pump shut down unexpectedly. Customer declined to further troubleshoot with tandem technical support.